Event description:
It was reported that the device had service indication and fault codes logged in the memory, indicating a critical failure. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes upon device power up. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb and narrowed the root cause of malfunction to the failure of the digital signal processor.